Manufacturer narrative:
Additional follow up comments: reschedule was completed with the loaner unit successfully in 2007. The analysis site confirmed the customer complaint and found that the blue dc adapter was broken off completely causing the cutter on the probe not to rotate. To correct this, the dc adapters were replaced . After all services were completed, the unit passed all diagnostic and functional tests. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer stating that while attempting to take samples, they noticed that they were not getting any tissue back. During troubleshooting, they noticed that the cutter on the probe was not rotating. They aborted the case with no samples taken. During additional troubleshooting, they noticed that the dc adapter on the blue cable has broken off completely. The patient was sent home under normal post biopsy instructions and rescheduled for the following day. Control module being returned for repair.